Event description:
Pt experienced syncopal spells and was seen by physician for follow-up. Pt's lead known to be a recalled lead. Because pt is completely pacemaker-dependent, decision made to replace lead with another ventricular lead. Possible defective lead capped and remains in pt.